Event description:
[Preferred term] (related symptoms if any separated by commas). Hyperglycemia during using novopen 4 [hyperglycaemia]. Piston rod did not move [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a patient family member or friend as "hyperglycemia during using novopen 4 (hyperglycemia)" with an unspecified onset date, "piston rod did not move(device component malfunction)" with an unspecified onset date, and concerned a 68 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) (dose, frequency & route used- 70 iu, qd (45 u morning , 25 u at night), subcutaneous) from unknown start date and ongoing for "diabetes mellitus", actrapid penfill (insulin human) (dose, frequency & route used- 25 iu, qd (lunch), subcutaneous) from unknown start date and ongoing for "diabetes". Patient's height, weight and body mass index not reported. Current condition: diabetic (type of diabetes unknown, diabetic from 40 years), hypertension, chest allergy, smoking. Concomitant products included - concor(bisoprolol fumarate), zyrtec [cetirizine hydrochloride](cetirizine hydrochloride). On an unknown date, the piston rod did not move and patient suffered from hyperglycemia during use of novopen 4. On an unknown date patient was hospitalized due to hyperglycemia. It was reported that hyperglycemia occur due to uncontrolled diet and mentioned that blood glucose level was controlled by using actrapid. Investigational results: novopen 4, batch number: dug0902 : the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Novopen 4, batch number: jvgv046 : the product was not returned for examination. If possible, please forward the reported product(s) for further investigations. Mixtard 30 penfill 3 ml 100iu/ml batch no: mr7df73 -the product was not returned for examination. Actrapid penfill 3 ml 100iu/ml, batch number: lr7af52. The product was not returned for examination. Batch numbers: novopen 4: dug0902, novopen 4: jvgv046, mixtard 30 hm penfill: mr7df73, actrapid penfill: lr7af52. Action taken to mixtard 30 hm penfill was not reported. Action taken to actrapid penfill was not reported. The outcome for the event "hyperglycemia during using novopen 4(hyperglycemia)" was recovered. The outcome for the event "piston rod did not move(device component malfunction)" was not reported. References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient and reporter, reference type: e2b company number, reference ID#: (B)(4). Reference notes: reference type: e2b linked report, reference ID#: (B)(4), reference notes: identifiable reported reference type: mw 3500a MFR. Rpt#, reference ID#: (B)(4), reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 08-mar-2023: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill and actrapid penfill. Device evaluated by MFR: evaluation summary: novopen 4, batch number: jvgv046. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.